Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump went into threshold suspend mode due to an inaccurate sensor glucose reading. The blood glucose reading was 144 mg/dl, compared with the sensor glucose reading of 60 mg/dl, which lowered to 46 mg/dl thereafter. The customer also noted that the insulin pump had alarmed weak signal and intermittent calibration error alarms as well. The most recent blood glucose reading was 89 mg/dl. She stated that she had been receiving high and low blood glucose alerts. She noted that she had been experiencing low blood glucose levels prior to beginning sensor use and had been working with her doctor regarding adjustments. Nothing further reported.